Event description:
It was reported that the ventricular lead exhibited greater than 2500 ohms impedance and undersensing. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.